Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose (bg) level. A supply change was performed to address the occlusion. System check could not be performed as the occlusion occurred in the past.